Event description:
It was reported that the patient's had a lead revision on (B)(6) 2025. The patient's leads had lead migration and fracture. It is currently unknown which lead migrated, and which lead fractured.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.